Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported, that the patient lost consciousness. The events leading up to the patient losing consciousness are unclear. The patient¿s cgm was reading 68 mg/dl and the bg meter was reading 30 mg/dl. The patient¿s family called ems. Once ems arrived, the patient was treated with IV glucose. There was no documentation that the patient was transported to the hospital. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.